Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. No issues found. The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated .

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a posterior fusion procedure, the site's navigation system unexpectedly became unresponsive two times. Re-booting the navigation system restored normal function. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.